Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 after receiving multiple shocks for ventricular fibrillation . During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was an alert for charge time limit reached after triggering multiple shocks. Programming changes were made to the device. There were no adverse consequences to the patient and the patient is recovering.